Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered implant 5 x 13mm (nt513) was returned for investigation. Visual inspection of the as returned product identified minor markings due to placement and handling but no evidence of any damage. The returned device was measured with a caliper and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the per were paresthesia and patient had type 2 moderate bone density. The implant had been placed on tooth 21 when the incident occurred. X-ray or picture images were not provided. DHR review was completed for the subject lot number (2017111213). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or no conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017111213) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event was non verifiable. No further investigation or immediate CAPA, hhe, d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (nt513) was removed due to nerve injury at tooth location 21. Paresthesia, numbness, and tingling were reported. Patient will return in 2-3 months for implant placement to redo the case.